Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when the nurse pulls off the orange cap, the safety guide also pulls out, making the syringe unusable.

Manufacturer narrative:
The device history record (DHR) was reviewed. Pieces were visually inspected and physically tested with no issues recorded relating to this customer report. The product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received one photograph for analysis. The photograph shows a 1ml magellan small safety syringe. A bent cannula and pulled lock insert can be observed in the photograph provided. The issue of pulled lock insert can be confirmed. The root cause was determined to be the potential of adhesive on the lock insert to not be fully cured. A corrective and preventative action (CAPA) was initiated. This complaint will be used for tracking and trending purposes.